Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: lap gastric bypass. According to the reporter: staples formed, but knife did not cut. A different load was used to resect around the staple line.